Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer's device had its service indicator illuminated and had logged an event code. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The third party service personnel evaluated the device and verified the reported failure. They will be replacing the therapy pcb assembly and after proper device operation is observed through functional and performance testing, the device will be returned to the end user for use. The device will not be returned to physio-control for evaluation.